Event description:
Caregiver was returning resident to bed. Resident's feet were positioned over the bed first and then caregiver attempted to reposition the lift to more suitably lower the resident onto the bed, but the lift didn't move. When the caregiver attempted to move the lift again, the castors locked up and the lift tipped over on top of the resident. The resident's body was halfway on the bed and the caregiver began to remove the sling from the lift in order to free the resident from the lift. As the caregiver was removing the sling, the resident slid to the floor.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.